Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00110 and 0001032347-2019-00111.

Event description:
It was reported these blades were dull. This was noted during inventory inspection. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional tests or inspections could be performed. For these reasons, the complaint could not be verified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The blade was returned for evaluation stuck inside the ratcheting screwdriver. Functional testing was done by retracting the screwdriver release and pulling the blade outward away from the driver. The blade could not be removed easily by hand, therefore the complaint is confirmed. The blade was then removed using a pair of pliers. Some brownish-red residue was observed on the portion of the blade that interfaces with the driver and was also observed inside the driver. There was minimal damage observed on the hex interface of the blade, which indicates the cause was not related to improper alignment during insertion of the blade into the driver. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the blade being autoclaved while still assembled with the driver. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00110-2, 0001032347-2019-00111-2, 0001032347-2019-00293, 0001032347-2019-00294, 0001032347-2019-00295, and 0001032347-2019-00296.